Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument the wire at the distal end of the instrument was found to be defective. There were no missing or fallen pieces reported.

Manufacturer narrative:
Conclusions: the instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the conductor wire broken, allowing the grip to move within the pulley and have a larger range of motion in yaw. The yaw pulley at the opposite side had a missing piece that measures approximately 0.13 inches x 0.042". The instrument failed electrical continuity testing.